Event description:
It was reported that the user experienced hyperglycemia while using the ilet and performed a factory reset when blood glucose was above 400 mg/dl, after which glucose values began to decline but required additional time to regulate. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.